Event description:
According to the available information, this complaint concerns an end user of a provox activalve strong voice prosthesis (22.5fr/6mm) during use the device was placed in (B)(6) 2025. Approximately four months later, the patient reported to the speech language pathologist (slp) that the small blue center piece detached while drinking and was swallowed by the patient. The patient reported feeling the piece, spitting it back up, and then experiencing choking during the next sip of liquid. The patient reported that without the small blue center piece, he was choking and unable to voice/communicate. The speech language pathologist (slp) evaluated the patient the following morning in clinic, removed the device, and placed a new, different device. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.